Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and alarmed button error and had unresponsive buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 47mg/dl at the time of the incident. The customer stated that the insulin pump was exposed to moisture leading to the keypad issues. The clock on the insulin pump did not advance when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer mentioned that they were not using the insulin pump when they had the low reading and was using manual injections. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: no button error alarm. Unit received with intermittent up button response due to corroded button keypad trace. No moisture damage electronic or motor assembly. Time/clock works properly. No frozen display. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.